Event description:
The manufacturer representative reported the patient was in the emergency room (ER) because of feeling of chest pain and muscle spasms that turned into generalized right side tremor (arm). It was stated x-rays and impedances were taken. Stimulation was turned off and no change in tremor. A CT scan would be completed and a possible MRI to attempt to rule out stroke. It was noted this was a sudden change in therapy/symptoms. The patient was implanted for failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the patient was placed on valium and released from the ER with no apparent issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.